Manufacturer narrative:
(B)(4). Concomitant product: guide wire: balanced middle weight. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
Subsequent to the initial medwatch report, the returned device analysis noted that the stent implant was dislodged from the sds and was not returned. Follow-up information received from the account stated that there was no stent dislodgement during the procedure, and that the stent likely dislodged as a result of post-procedure incidental handling (cleaning, packaging for return, etc.). No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was confirmed. Failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported for shaft separation from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 100% stenosed, mildly calcified lesion in the mildly tortuous proximal left anterior descending (lad) artery. After successful placement of the balanced middle weight (bmw) guide wire, pre-dilatation was performed using a 2.50x20mm non-abbott balloon dilatation catheter (bdc). During advancement of the 2.75x38mm xience xpedition stent delivery system (sds) through the heavily tortuous femoral artery and the heavy tortuous aorta, the sds failed to cross due to the patient's anatomy, and the proximal shaft separated. As the separation was outside the patient's anatomy, the sds was withdrawn without any issues noted. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. A 2.75x23mm xience xpedition and 2.75x33mm xience xpedition were deployed to successfully complete the procedure. There was no additional information provided.